Manufacturer narrative:
For the investigation the provided log file was analyzed. In addition, photos show that the device alarmed with "airway pressure continuously high" and "apnea" in manual ventilation mode, while the breathing bag was only slightly full. A slightly filled ventilation bag is to be expected if there is a blockage in the expiratory branch (e.g. At the peep valve), as the connection for the ventilation bag is located behind the peep valve. The log file shows that the system test was performed and passed at 04:27 a.m. On the day of the reported event. At 08:59 a.m. The therapy was started in pressure controlled ventilation, immediately after the start at 08:59 a.m. The atlan alarmed with "airway pressure continuously high" and "apnea". At 9:00 a.m., the user switched to manual ventilation mode in which the atlan continued to alarm "airway pressure continuously high" and "apnea". At 9:04 a.m. The device was switched to standby. The atlan is equipped with integrated pressure and volume monitoring. If the set alarm limits are reached, the device generates a corresponding alarm. If the alarm limit for the airway pressure is exceeded, the device issues the "airway pressure high" alarm, as it was in this case. In order to avoid a permanently increased airway pressure, the atlan's safety concept provides for pressure reduction by first opening the peep valve; if this does not lead to pressure reduction, the safety valve will then opened, finally the ventilation will be stopped. The continuous pressure indicates a pneumatic blockage in the expiratory branch of the respiratory system. Accordingly, the drives and mechanics of the peep and apl bypass valves of the expiratory branch were replaced on site and tested in a continuous test. However, the described symptom could not be reproduced. It was not possible to identify the root cause. Dräger concludes that the device behaved as specified for this situation and alarmed in order to inform the user about the situation by means of visual and audible alarms. Accordingly, this case was subsequently not classified as reportable according to the MDR.

Event description:
It was reported that ventilation was started in pcv mode. No ventilation was detected. Alarm message atlan a350: increased airway pressure, switched to vcv (volume controlled) mode and attempts were made to ventilate the patient. No ventilation of the patient was detected. Switched to manual/spontaneous ventilation on the device. No pressure detected during manual ventilation. No patient injury was reported.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that ventilation was started in pcv mode. No ventilation was detected. Alarm message atlan a350: increased airway pressure, switched to vcv (volume controlled) mode and attempts were made to ventilate the patient. No ventilation of the patient was detected. Switched to manual/spontaneous ventilation on the device. No pressure detected during manual ventilation. No patient injury was reported.